Event description:
The system 7 sag saw handpiece was returned to stryker instruments for trade-in and during cla (clean, lube and adjust) it was found to be leaking loctite. There was no patient involvement and no adverse consequences associated with the device.